Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to charge the pump and allowed the pump battery to fully deplete. The customer's blood glucose (bg) level was 247 (mg/dl). The customer charged the pump, reloaded a cartridge and delivered a bolus via the pump to address bg level.